Manufacturer narrative:
The rapid av spray catheters are being returned for evaluation following the reported event. The instructions for use (1500503) provides the following information to the user: "do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist." The device history record (DHR) for the subject lot was reviewed and confirmed the devices was manufactured to specifications; no abnormalities were noted. A complaint review was conducted and confirmed this to be an isolated event. Our investigation and evaluation of the catheters are in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that three of their rapid av spray catheters would not spray properly resulting to a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Two of the reported devices were returned to steris for investigation and evaluated by engineering. The evaluation found that there were slight kinks found on both devices, but the devices operated as expected. There were no issues observed with the spray for either device. A root cause of the reported event could not be determined as the issue could not be duplicated. No additional issues have been reported.